Event description:
It was reported that the unit is not ratcheting. It was unable to perform the up and down motion. There was no harm or delay reported. Due diligence is complete. No adverse events were reported as a result of this malfunction. At product evaluation investigation the cutter failed the cut test. No additional information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: australia. Multiple MDR reports were filed for this event, please see associated report: 0001526350-2023-00254-1. The investigation is complete. This is an initial final report submission review of the most recent repair record determined the cutter failed the cut test. Cutters are not repairable and it was returned to the customer. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. It is confirmed the cutter failed the cut test. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.